Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the power cord had been unplugged from the transformer. The cord was adjusted and re-seated. No components were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site was unable to get the system to boot. They had it connected to power, but the system would not turn on. There was no patient present.